Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. No excessive no delivery alarms noted. Device received with intermittent esc, act and express buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. No cosmetic damage noted.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 600mg/dl customer current blood glucose was 213mg/dl. Customer had issue with her insulin pump. Customer did not allege pump was under delivering. Customer reports insulin exited at the quick release. Customer stated that the drive support cap was normal. Troubleshooting was performed. The product was not returned for analysis.